Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump would intermittently "stop boluses". No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with customer regarding reported issue; however, all were unsuccessful.